Manufacturer narrative:
Pump received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test or verify e15 alarm, reprogram alarm, motor error alarm due to blank display. Pump received with moisture damage motor, vibrator, keypad and battery tube assembly.

Event description:
The customer reported via phone call that the insulin pump had motor error and pump error alarms. The customer¿s blood glucose level was 384 mg/dl at the time of the incident. The drive support cap was normal. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Customer was assisted with self test and the test was passed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.